Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar did not turn off and they are sending in the pedal as well for testing. There was no patient involved.

Manufacturer narrative:
Additional information: evaluation summary: one device was returned for evaluation. The returned sample met specification as received. The visual inspection found no defects. The reported condition was not confirmed. The investigation found the auto bipolar and bipolar were tested and functioned according to the manufacturer's guidelines. The client's compliant cannot be simulated. The client's pedal has been tested. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.